Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon will first revise the lead.

Event description:
Additional information was received. The patient met with their hcp, not known what troubleshooting was performed. Cause not identified. A revision was planned for the (B)(6) 2025. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 04-nov-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient was not able to feel the stimulation anymore, the system showed out of regulation (oor) for all the programmed therapies. The patient already had situations with oor in the past months, which in the past were solved by re-programming the ins. Today the rep was not able to solve the situation. Contributing factors were not known. Troubleshooting was performed. The rep checked impedances of the lead, showing that some poles had high impedances (1, 8, 9, 10). Other poles were described with possible bad impedances at the beginning of the session (0, 3, 8, 11, 12, 13, 14, 15). Therefore, tried to program the poles that were not affected by the possible high impedances in different ways, then turned up the current to 20-25ma but the patient did not feel any current in the body. The ins was turned off. The hcp was informed of the issue and the patient will meet in the next weeks to speak about a possible revision.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h6: please note, codes b21, c21, and d16 apply only to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the patient was revised on (B)(6) 2025. The old surgical lead was removed and a new one was implanted. The ins remained implanted. No cause was identified as the reason for the impedance problems.

Manufacturer narrative:
H3. Device analysis for lead va2pvfj027 revealed a weld was corroded and broken at the distal end of the lead. Conductors 3, 4, 11, 13, and 15 were broken. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.